Event description:
It was reported that the patient had fallen on (B)(6) 2014, and broken their sacrum. It was noted that the patient lived with pain ; the patient was persevered and refused to go in, the patient wanted to wait until christmas. The patient was currently in a rehab hospital and had been there for five days. They had not seen a physician yet, the rehab physician had been on vacation for 5 days. The patient had a change in therapy. Several days after the fall the patient started rubbing their legs, like the patient did when their "morphine, when something had gone wrong." It was reported that the patient had been in the hospital and was in tremendous pain and they were giving the patient "mortab intravenously," it was later corrected that they were giving the patient morphine. The patient's daughter wanted to make sure the pump continued to work. It was noted that the patient could not do physical therapy, because the patient was in too much pain, so the patient was probably going to be going home. The refill date was (B)(6) 2015. It was noted that the patient lived with pain ; the patient was persevered and refused to go in, the patient wanted to wait until christmas. It was unknown what was in the pump. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.)

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l50054, implanted: (B)(6) 1998, product type: catheter. (B)(4).